Manufacturer narrative:
Report required by FDA for eua. Relates to c10271, c10272 (3014862188-2023-00005, 6: tests 1, 2 of 3).

Event description:
User reported 3 false positive results. Negative by two follow up rapid antigen tests. This is report 3 of 3. Relates to c10271, c10272 (3014862188-2023-00005, 6: tests 1, 2 of 3).